Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Additional report in ref. To e-complaint-(B)(4). Report submitted by csi rep - incident details -"m-style mushroom cup mityvac ref#(B)(4) was used in conjunction with #10022 reusable handheld pump by 2 physicians and both times did not produce enough vacuum to function properly". Both patients needed emergent c-sections. 07-11-2020 -follow up response indicated part#: 10022 failed during procedure when used in conjunction with mityvac m-style cup on the two incidents. Ref: e-complaint-(B)(4). Pump obstetrics rprl gas 10022 e-complaint-(B)(4).

Event description:
Additional report in ref. To (B)(4) {1216677-2020-00141}. Report submitted by csi rep . Incident details -"m-style mushroom cup mityvac ref#10007lp was used in conjunction with #10022 reusable handheld pump by 2 physicians and both times did not produce enough vacuum to function properly". Both patients needed emergent c-sections. 07-11-2020 -follow up response indicated part#: 10022 failed during procedure when used in conjunction with mityvac m-style cup on the two incidents. Please see attached correspondence. Ref: (B)(4) 1216677-2020-00162, pump obstetrics rprl gas 10022, (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned. Analysis and findings complaint (B)(4). Distribution history: information not available. Manufacturing record review: a review of the device history record could not be performed. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device lot information become available a review of the specific lot can be execute and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit is available. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the product was not returned. Visual evaluation: no visual evaluation was possible as the product was not returned. Functional evaluation: no functional evaluation was possible as the product was not returned. Root cause: no definitive root cause for this issue could be reliably determined at this time. Was the complaint confirmed? No. Correction and/or corrective action: all efforts to obtain the unit were exhausted. However, it was confirmed the unit was discarded by the customer. The pictures obtained does confirm this is a csi pump, but the lot number was not legible. This unit was noted to be used on both this complaint and complaint (B)(4). No further corrective action is necessary. Coopersurgical will continue to monitor this complaint condition for trends.